Manufacturer narrative:
The customer contacted a siemens customer care center and stated that the relative light unit for calibration run was different on the day discordant results were obtained. The customer also stated that the acid and base were at slightly different levels. They had replaced the acid and base solutions individually at different times. Quality controls on (B)(6) 2017 were within range, while on (B)(6) 2017 quality controls were out of range. The customer performed recalibration on (B)(6) 2017 and reran quality controls and patient samples, which were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and checked the reagent probe dispense volumes and acid and base volumes. The cse ran aspirate and dispense tests and dark counts, which were acceptable. The instrument data showed that the relative light unit for calibration run was low on (B)(6) 2017 and came to the nominal on single reagent pack. The current calibration was acceptable and other assays with the same wash sequence were running without issue. The cse ran quality control and performed precision testing, which were acceptable. The cause of the discordant, falsely low prge results on multiple patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low progesterone (prge) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). After performing recalibration, the customer repeated the patient samples on the same instrument, which resulted higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low prge results.